Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted no abnormalities. Functional evaluation found that the adapter had a broken weld on the articulation housing that couples the articulation link with the transmission. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to broken weld. A review of the device history record indicates these devices lot numbers were released meeting all quality release specifications at the time of manufacture. A product enhancement has been implemented to prevent this condition from re-occurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid procedure. Some cracking occurred during loading a reload. It was then no longer possible to connect the reload to the adapter. The reload does not lock. A manual handle with a new reload was used to address the product problem. No patient injured. The patient is currently well.